Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed multiple kinks along the shaft. The microscopic examination revealed a pinhole around 25mm from the tip of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon causing the rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified pulmonary artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 5 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified pulmonary artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 5 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.